Manufacturer narrative:
Follow-up #1: date of submission 08/28/2015. Correction: initial reporter name: (B)(6).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a battery life issue.

Manufacturer narrative:
Follow-up #1 date of submission 11/08/2015-device evaluation:the pump has been returned and evaluated by product analysis on 10/20/2015 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed that information from the event date had been over written due to continued use of the pump the available black box data showed now evidence of a battery life issue. During testing, the pump powered on. The battery cap secured properly to the pump; however, the battery compartment was observed to be cracked. Current draws measured within specifications. The battery life issue was not duplicated. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.